Event description:
It was reported that an altitude alarm occurred with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer followed instructions to clean the pump's speaker holes and was able to resume insulin after removing the cartridge and waiting briefly. However, the customer was not comfortable continuing to use the pump and requested a replacement.